Event description:
Customer reportedly received result of 95 mg/dl on the aviva system and result of 253 mg/dl on the advantage system while using comfort curve test strips, within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number 551552, expiration date 07/31/2012). Reference medwatch report (B)(6) for the suspect device used in the aviva system.